Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email that his blood glucose control has been in the 200's mg/dl instead of sky rocketing to 400-600 mg/dl. Customer stated that he had high blood glucose of 600 mg/dl and after he gave himself 4 units for a correction, his blood glucose was 197 mg/dl. Customer was explained that he should correct for the high blood glucose. Customer does not remember if he had a bent cannula. Customer was given a manual injection to treat for the high blood glucose. Customer stated that he was experiencing low blood glucose of 70 mg/dl, 75 mg/dl, and 78 mg/dl recently. Customer had a low blood glucose of 62 mg/dl last night. Customer's blood glucose then went up to 92 mg/dl. Customer stated that these lows happen sporadically. Customer stated that when he first started the pump, he experienced some low blood glucose readings from the 70's mg/dl to the 40's mg/dl. Customer stated that he was also missing data on carelink regarding his blood glucose.